Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The field service representative (fsr) confirmed that the central control monitor (ccm) displayed a 'disk boot failure' upon start up. The fsr replaced the coin cell battery and performed verification checks. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's technical support specialist, during troubleshooting the pump had a 'no system computer' message displayed which indicates there is no power going to the ccm, which could be a faulty coin cell battery or local area network/interface board (lan/if) voltage is below threshold.